Manufacturer narrative:
H.6. Investigation: two open 32g x 4mm pen needle samples and two photos were returned from lot. No. 8065516, cat. No. 320136. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on one sample. A clog test was carried out on the second sample as per (B)(4) and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp was unable to prime. This was discovered during use. The following information was provided by the initial reporter: the patient found that the drug liquid was extruded diagonally during priming.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32 ga 4 mm 14bag 700case jp was unable to prime. This was discovered during use. The following information was provided by the initial reporter: the patient found that the drug liquid was extruded diagonally during priming.